Manufacturer narrative:
The customer reported an incident where they allege that the device failed to discharge. The involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt. A follow-up report will be submitted after philips obtains more info about this event.

Event description:
The customer reported an incident where they allege that the device failed to discharge.